Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.

Event description:
The (B)(6) was informed about a new event reported by the pharmacist of the hospital who declared that : " a patient had been implanted a tibial nail in (B)(6) 2017. A locking screw fractured in the meantime and the patient was revised on (B)(6) 2018. The surgeon encountered difficulties to extract the nail because the fractured part of the screw remained into the patient's tibia." Unanticipated revision surgery to replace the tibial nail.